Manufacturer narrative:
(B)(4). Batch # n54761. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a radical gastrectomy procedure, the surgeon found that there were only several staples malformed on the staple line and there was no staple at the other segment after first firing. There was no staple seen in the surgical field or the device either. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2016. Batch # n54761. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.